Event description:
A customer reported that the wake button on their device was unresponsive and the battery was depleting faster than normal. There was no reported impact on the customer's blood glucose level. The customer declined follow-up from customer technical support, and further information about the outcome of the event was unavailable.